Event description:
Reportable based on analysis completed on 22-feb-2015. It was reported that crossing difficulties were encountered.  The 95% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. Angiography revealed there was diffuse lesion in mid lad. After predilation was performed, a 24 x 2.50 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were damaged, distorted & bunched distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).